Event description:
A report was received that the patient was hospitalized on 05/206 with high blood. No further details were made available by the patient, beyond that the patient reported that there was a crack in the housing of the device. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.